Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that the stimulation on/off button on the top of the controller is not working properly. Patient commented, like the button got stuck or something. Patient stated that they have to push the arrow button to activate the controller. Patient also stated that the controller will find the implanted neurostimulator sometimes and other times it doesn't and the stimulation will randomly turn off sometimes. Patient confirmed that this issue is occurring with or without the recharger connected. Patient mentioned that when they are using the recharger, the device will lose the ability to charge the implant. A request was sent to the repair department to replace the controller. When asked about event date, patient mentioned the issue had been happening for a while, several months now.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that they are not able to define the issue"stimulation randomly turning off". Making sure charging it till 100% daily has resolved the issue.